Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot or sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 5; 5521-b-500; buo4ra. Tri ts femur sz5 left; 5512-f-501; bsb9y. Triathlon femoral distal augment 5mm - size 5 left; 5540-a-501; au37d. Triathlon femoral distal augment 5mm - size 5 left; 5540-a-501; kobp. Tri press-fit stem 21mm x 100mm; 5565-s-021; 0056017e. Tri press-fit stem 15mm x 100mm; 5565-s-015; 0056010e. Triathlon symmetric x3 patella; 5550-g-298; x40d. Sterile fluted headless 1/8" pin 3.5" long; 7650-2038a; sc21340a1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's left knee was revised due to suspected infection. A washout with poly swap (same catalog number) was performed.